Event description:
In 2009, the sales rep reported that during surgery, the surgeon was inserting the implant and while using the mallet it broke. Additional info received via telephone on 28 aug 2009, the sales rep reported that during a 2 level transforaminal lumbar interbody fusion (tlif) the surgeon was attempting to implant a traxis vue. The surgeon inserted the implant onto the inserter. The surgeon then attempted to implant the traxis vue using the metal t-handle and a mallet. When the surgeon hit the top of t-handle with the mallet the implant broke. The surgeon removed the implant with a big piece still attached to the inserter. The sales rep found the smaller piece on the floor. No pieces were left in the pt. The surgeon used another implant to finish the case. There was a surgical delay of 10 minutes, the time that it took to get the other implant.

Manufacturer narrative:
Product is an instrument and is not implantable. Review of the device history record indicates the returned implant device indicates it is cracked and broken at one of the inserter channels. Review of the event details indicates a mallet was used on the inserter while implanting the device. Review of the surgical technique indicates to introduce the implant with the inserter, then use a provided tamp to tap the device into positon following the prepared channel. The investigation determined the cause as use error.